Event description:
Dr. (B)(6) were using this during a laparoscopic inguinal hernia procedure when the balloon tore or shredded during use. The item was removed and discarded and a completely new product was opened and used without problem to complete the surgery.